Event description:
It was reported that during a hemorrhoidopexy procedure, there was leakage and misformed staples, which were detected during the procedure. An artificial anus was created. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 5/6/2009. Info anticipated, but unavailable at this time.